Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed no disposable. Per reporter, the settings were reviewed, the alarm continued, the tubing was clamped and the caller stated a special key was required and they were unable to turn the key on the pump to remove the cassette. Troubleshooting was unsuccessful. Infusion was programmed at a rate of 0.8 ml per hour. The remaining reservoir volume was 11.4 ml, and the volume delivered was 88.6 ml. The event occurred while the device was in use with a patient at the patient¿s home. No symptoms were reported.

Manufacturer narrative:
D7a - single use device was updated from 'no' to 'na'. The suspected pump was not returned for evaluation. A 12-month service history review was performed. The customer¿s allegation could not be confirmed, and a probable cause could not be determined, as the device was not returned for evaluation.